Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 3.5 x 6f non-bsc guide catheter and a 0.014x190 cm non-bsc guide wire were advanced to the lesion. Predilation was performed using a 2.5 x 14mm non bsc balloon catheter at 10 atmospheres. A 3.00x32mm promus element ¿ stent was selected and deployed at 12 atmospheres. The lesion was post dilated with a 3 x 15mm unspecified balloon at 16 atmospheres. Following post dilatation, it was noted that the proximal end of the stent was deformed. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage and the balloon cone profiles were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues with the hypotube shaft profile were found however minor damage to the outer shaft 160mm distal from the port bond skive was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 3.5 x 6f non-bsc guide catheter and a 0.014x190 cm non-bsc guide wire were advanced to the lesion. Predilation was performed using a 2.5 x 14mm non bsc balloon catheter at 10 atmospheres. A 3.00x32mm promus element ¿ stent was selected and deployed at 12 atmospheres. The lesion was post dilated with a 3 x 15mm unspecified balloon at 16 atmospheres. Following post dilatation, it was noted that the proximal end of the stent was deformed. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.